Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, was alarming and the pump stopped. It was reported the end user tried turning the pump on and off, but the pump continued to alarm. It was also reported the user declined troubleshooting as she was not comfortable removing the cassette. Per reporter residual volume was: 8.1 ml, rate 2.2 ml.hr and 92.9 ml was given. No adverse patient effects were reported. No additional information is available at this time.